Manufacturer narrative:
The complaint of a proximal occlusion alarm on the 14687-15 could be confirmed due to a lot review. No samples or photos were returned for investigation. The reported complaint of a proximal occlusion alarm can be confirmed based on a lot history review. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. The lot history was reviewed and the lot was found to fall under the scope of CAPA-0008296. Similar complaints from the same lot have been confirmed.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that when the plum set was loaded into an unspecified pump, the pump showed occlusion. The set could not be used. The set was replaced, and the issue solved. There is unknown patient involvement and no patient harm.